Event description:
Customer allegedly flipped chair and bent frame at attachment for (B)(4) power footrest. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, (B)(4) is approximately 2 years 3 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male in his (B)(6). The consumers preexisting medical condition states he is a paraplegic. The consumers medication regimen is unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was outside and drove his chair off a curb. It is unknown if this action was intentional or accidental. Page 21 of the owners manual states a warning, "do not attempt to drive over curbs or obstacles greater than 3 inches. Doing so may cause your wheelchair to turn over and cause bodily harm or damage to the wheelchair. Always stop before climbing an obstacle. Approach slowly until front anti-tip wheels are approximately 18 inches away from the obstacle. Slowly apply power to move forward, over the obstacle". The dealer confirmed that the consumer did not have his seat positioning strap fastened. Page 19 of the owners manual states a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately". The leg rests on the power chair are allegedly crooked. No injury or medical intervention alleged. Dealer is going through the consumers insurance for replacement / repairs. The consumer is still using the power chair, it is functional but the leg rests are crooked.